Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), hypersensitivity ("allergic reactions") and nausea ("nausea"). Last menstrual period was not provided. The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, migraine, hypersensitivity and nausea outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, migraine and nausea to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.